Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the light did not blink when connecting a sensor so the customer changed the sensor and received a lost sensor alert. The customer removed the new sensor and found that the needle was missing and was thought to have broken off inside the customer's body. The customer's blood glucose level was 7.1 mmol/l. The customer was advised that the best way to find out if the needle broke off in the body was to have an x-ray done. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.